Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code-mechanical (g04): head no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left total hip arthroplasty on. Subsequently, the patient was revised fourteen (14) years post implantation due to cobalt and chromium leaking from the implanted prosthetic device resulting in metallosis.

Manufacturer narrative:
(B)(4). D10: 15-105054 m2a 1 pc shell 38mmx54mm 284030. Unknown taper unknown. X180313 bi-metric/x por nc 13x145 560360. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.